Event description:
Approximately 13 days following implant of a viabahn device for the treatment of stenosis and a ruptured pseudoaneurysm of a pre-existing gore propaten vascular graft, the patient presented with stenosis and a hematoma. A pta procedure was performed. The patient was fine at the end of the procedure. There was no allegation of product deficiency made by the physician. This event is part of a data collection study performed by the physician. Medwatch #2017233-2008-00553 was submitted for the gore propaten vascular graft.

Manufacturer narrative:
The device remains implanted. Attempts to obtain further information regarding the event were unsuccessful.